Event description:
A complaint of high readings was received on a customer's freestyle blood glucose meter. The customer obtained a reading of 70mg/dl compared to laboratory reading of 35 mg/dl. When plotting the readings against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. The two readings were taken within a ten minutes timeframe.